Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission. Upon interrogation, right atrial lead exhibited noise reversions. No intervention was performed. The patient was in stable condition. No further information was available.